Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation. The irritation was described as very itchy. A pharmacist recommended the patient use an unknown cream for the irritation. After using the cream, the patient reported that the irritation improved. There were no allegations of a device malfunction contributing to the irritation.